Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery after discovering that pump charging supplies were missing and the pump subsequently shut off. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. Customer reverted to an alternate method of insulin therapy until they were able to obtain new charging supplies to charge the pump.